Event description:
It was reported that the charging pad was not working. The charging pad light was blinking but did not stay solid. The user had tried different outlets, but the charging pad light continued to blink and would not remain solid. The agent arranged to send a replacement charging pad. It was noted that the user had a third-party charging pad, and the agent advised the user to use the third-party charging pad in the meantime if the pump was going to lose power. The user understood, and no further assistance was needed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.